Manufacturer narrative:
Customer complained that the tubing had pulled apart from the top of the filter. We received 3 samples that were not opened from the lot. We tested the samples and found the set to be within tolerance and no issues were noted. The set that came apart during use was not available for eval; customer supplied one sample of a set that they pulled apart to show the issue. We conducted joint strength testing for a lot that was in stock (lot # 79458) and the results were found to be within tolerance. We reviewed the device master record and found no issues. We reviewed the device history record and no issues were noted. We reviewed the complaint records; the only one other complaint was from the same customer for this item, no other complaints were found. Due to nature of this complaint and after completing a thorough investigation, we consider this to be an isolated incident; we will increase sample size for the next 5 lots of this prod and record the bond strengths. We will also inform the assemblers of the issue.